Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor test due to faulty fsr (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. No unexpected restart error alarms were noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 19 mg/dl at the time of the incident. The customer used food and was given v50 and fluids to treat. The customer was wearing the insulin pump during the incident. The customer stated that the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer also got an unexpected restart with a cold reset being performed alarm, after a battery change. The insulin pump will be returned for analysis. Frn-mmt-332-reservoir.